Manufacturer narrative:
Product complaint # : (B)(4). Evaluation of the returned device confirms wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address patella tracking complication. It was also indicated that the surgeon assessed that the femoral component rotation was correct and determined the tibial component rotation was causing the patella tracking complication. The decision was made to remove the tibial component and replace with a stemmed attune tibial component. Upon removing the existing tibia component, the surgeon inserted an osteotome to the anterior aspect of the component and hit it 2-3 times with a mallet. The tibia component dislodged immediately. Based on the ease of removal, the doctor was concerned about the attune tibia's lack of fixation to the cement mantle in light of recent reports questioning this very matter. It is important to note that the tibia was not loose nor was this revision for a loose tibia. It was just concerning to dr. Wade that the tibia came out so easily and had no cement mantle attached to it. Doi- (B)(6) 2016. Dor-(B)(6) 2017, unknown affected side.